Event description:
The event is reported as: complaint alleges that the products had broken mouth pieces. Complaint states that the mouth pieces were not used on patients. No pt injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.